Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except procedural damages.

Event description:
At the end of the implant procedure, prior to closing the device pocket, the threshold of the right ventricular (rv) lead was tested and had increased. The rv lead was explanted and replaced to resolve the event and the patient was stable.